Event description:
Caller from account reported that unit had underfilled during an institutional accuracy testing procedure. The unit was programmed to deliver 1.0ml from each of 10 stations, so the total volume delivered would be 10.0ml. Actual volume delivered was 8.80ml. The unit was taken out of service and swapped out. No pt involvement.